Event description:
On (B)(6) 2010, the customer reported that the device would not recognize the pads/therapy cable. There was no report of pt impact.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.